Manufacturer narrative:
(B)(4). Batch # r5891y. Device analysis: the analysis found that one pce60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the knife reverse button worked properly during testing. A manufacturing record evaluation was performed for the finished device batch number r5891y, and no non-conformances were identified. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes. Was the manual override attempted? Yes . If yes, did it function properly? Yes. Did the jaws eventually open? Yes.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Was the device locked on tissue with the jaws closed? Was the manual override attempted? If yes, did it function properly? Did the jaws eventually open?

Event description:
It was reported that during the total laparoscopic radical gastrectomy surgery, could not fire farther after fired 2/3 when severing gastric body tissue. Tried reversing blade and battery process but did not work, and the battery is getting hot. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.